Manufacturer narrative:
Corrected data: after further review, it was identified the incorrect lot # was used when reporting the complaint rate under the initial MDR. Please note: the current overall incident rate for false positive patient results related to kit lot1019846 showed that the complaint rate is 0.004%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot 1019846 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot 1019846, test base part number 190-430/ lot 1019846. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1001878 showed that the complaint rate is (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for twenty -one (21) patients performed between (B)(6) 2021 through (B)(6) 2021 and possibly earlier. This MFR. Report addresses all patients involved since identifying demographics were not provided. The customer reported multiple false positive results with the ID now covid-19 assays performed on (B)(6) 2021 through (B)(6) 2021 on direct tested nasal kitted swabs. The nasal swab were used to swab both nostrils. The customer reported repeat testing was performed with some samples on a different ID now covid-19 instrument and generated negative results. Confirmation testing on nasal swabs with state of south carolina nasal pcr generated negative results; CT values not provided. The customer stated some patients exhibited mild symptoms. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.